Manufacturer narrative:
The device was returned to the manufacturer and evaluated. It was confirmed that the device inside the box was a 12cm instead of 25cm device. A review of the device history records show probable cause was the re-labeling of 2 units that became switched. No other units involved. All units involved in this incident have been accounted for.

Event description:
When the device was opened it was a 10cm and should have been 25cm.